Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a chronic infection. The implantable pulse generator (ipg) was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated damage at explant. If information is provided in the future, a supplemental report will be issued.